Manufacturer narrative:
(B) (4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: difficult to deploy -thumb advancer, mislocation-clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of a heavily calcified femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, difficulty was encountered but deployment was completed. After clip deployment, bleeding continued. The clip was found in the artery, was surgically removed and hemostasis was achieved. There were no reported adverse pt effects. Though requested, no add'l info was provided.